Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that pump was unresponsive and unable to be turned on. During troubleshooting with tandem technical support, it was determined that the customer inadvertently entered the pump into storage mode while the pump was connected to a power source. The pump was able to be turned back on as expected. Additionally, it was reported that the wake button on the pump was stuck. Reportedly, the customer was able to access the pump features after plugging the pump into a power source. The customer's blood glucose levels were impacted (463 mg/dl). The customer delivered a bolus via the pump to stabilize blood glucose levels. Reportedly, the customer would continue use of the pump until the replacement pump was received.